Event description:
It was reported that during a ptca procedure involving a lesion in the proximal right coronary artery (rca), the quantum maverick monorail balloon did not deflate. The balloon was inflated once to 14-16 atms. The catheter was removed partially inflated with the guidewire and guide catheter. No vessel damage occurred during withdrawal. No patient injuries or complications were reported. Patient status is reported as 'good'. A cordis 6fr introducer sheath, a cordis 6fr guide catheter, a choice pt es guidewire, and a medtronic inflation device were also used in the procedure.

Manufacturer narrative:
Returned product analysis verified the deflation difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received engaged in the lumen of a guide catheter in good condition with no damage observed. The od of the shaft was measured just proximally from the proximal balloon bond using a laser mike and was found to be 0.0268" and exhibited a focal neck down. The balloon catheter was removed from the guide catheter and tested for inflation deflation rates. The balloon was inflated with water in an attempt to flush out the contrast in the catheter prior to inflation and deflation testing. The balloon could not be flushed out due to the neck down, therefore, inflation and deflation testing could not be performed. It appears that the outer shaft neck down restricted the inflation / deflation lumen and contributed to the deflation difficulties. It could not be determined how or when the shaft neck down occurred. Visual and microscopic examination of the catheter shaft revealed that the outer shaft was necked down in the area of the proximal balloon laser bond. Further examination of the catheter did not reveal any damage or material deficiencies that would have contributed to the deflation difficulties experienced during the procedure. The manufacturing records for top assembly batch 7410470 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the deflation difficulties experienced during the procedure can be attributed to the focal necking of the catheters shaft.